Event description:
It was reported that the patient presented at the hospital due to endocarditis. The physician explanted the patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrial (ra) leads. The explanted system was replaced with a leadless pacemaker. The infection was unrelated to abbott products or abbott procedures. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.